Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the sureform stapler involved with the complaint and completed the device evaluation. The instrument was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. Instrument was installed on the system. Error message of ¿manual stapler release previously used on device. Do not reuse¿ occurred, indicating the user used the manual unclamp feature of the stapler. This is an expected condition of the system. Instrument was installed again, and initialization passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the instrument logs did not find any firing errors for this instrument on its last use on november 2, 2023, using system sk6056. Last procedure showed 1 successful fire. Logs showed that the instrument clamped successfully and was removed in hard clamp state. Also, the site used the manual release knob while in use which resulted in the force expiration.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was impossible to staple and open the jaws of the sureform 60 stapler. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details could be provided and obtained the following: the customer reported that the operating room (or) team had not given any extra information on the event. Since the event date was unknown, the customer could not contact the original reporter nor provide further information on the event.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the stapler logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs showed sureform 60 stapler (part# 480460-09 / lot# l89230601-0684) was installed on the system 2 times and fired 1 green reload. On the first install, there were 2 incomplete clamp attempts that stopped at approximately 60% and 70% completion. There was one clamp attempt in between these incomplete clamps, however it was immediately unclamped and showed as an ¿unknown state¿ event in the logs. The fourth clamp was successful, and the firing was completed with 1 pause for compression. On the second install, a green reload was loaded. The first clamp was successfully completed at timestamp: ¿ on (B)(6) 2023 15:10:42¿. There were no additional events in the logs. At timestamp: ¿ on (B)(6) 2023 15:12:03 pm¿, the logs showed error codes 22027, 26008, and 282. Error code 22027 indicates that the user was attempting to use the grip release tool on the instrument. Error code 26008 indicates that the user had not pressed the e-stop button prior to using the grip release. As a result, the stapler was force expired by the system to prevent further use. The user removed the instrument and attempted to reinstall it two additional times. Two additional instances of error code 282 were shown in the logs representing those installs. There were no additional stapler related errors in the logs.